Manufacturer narrative:
Per the manufacturer's field service representative (fsr), the non-clinical activity was the user facility using a trainer circuit to test a newly installed heart lung machine (hlm). The user facility noticed that the reservoir was draining, and that the abd alarm was not going off as large bubbles were passing through until there was a large amount of air. The abd and the abd module were swapped out one at a time with another and the issue was still present with the different combinations. During laboratory analysis, the product surveillance technician (pst) connected the abd sensor to lab use only (luo) testing equipment. Miscellaneous sized air bubbles were injected into the water loop. With each passing bubble the abd alarmed as intended. It was determined that the abd met specification.

Event description:
It was reported that during use of the device for a non-clinical activity, the air bubble detector (abd) was letting bubbles through without alarming. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.